Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the device's battery runs out quickly and alarms are not working. No known impact or consequence to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. All alarms were found to be operational and the battery charged to an acceptable capacity. The unit was determined to be functioning as designed.